Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported her insulin pump has been alarming no delivery. This morning she changed her reservoir and the device alarmed no delivery during the fill tubing process. Customer's blood glucose was unknown. Her call was transferred for assistance. Nothing further reported.